Event description:
A discordant elevated sodium (na) result was obtained on a dimension xpand plus w/o hm system for one patient. The discordant result was not reported to the physician. The same sample was repeated on both an alternate system and on the original system. The corrected result was reported to the physician. There were no reports of adverse health consequences or known patient intervention due to the discordant na result.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse analyzed the instrument and determined that the cause of the discordant sodium result was unknown. The cse replaced the integrated multisensor technology drain, diluent 1 and 2 tubing, primed diluents and ran qc. The cse also determined that the customer was using a stat spin and spinning for 3 minutes. Stat spins are not recommended by the tube vendor. The customer was instructed to follow the tube manufacturer recommendations for proper sample centrifugation. The instrument is performing within specifications. Further evaluation of the device is not required.